Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump would not rewind; the device did not rewind but would confirm that the rewind was complete. The patient's blood glucose at the time of incident was 120 mg/dl. Troubleshooting was initiated for potential physical damage and it was discovered that the motor was pushed out of the insulin pump; the drive support cap was protruded. The customer was advised to follow their medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm or rewind anomaly noted. The drive motor was inspected and no drive motor anomaly noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked case at the display window corner and cracked reservoir tube lip.